Event description:
The patient reported they received emergency services for hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined below 40 while wearing the pod for an unspecified duration of use. The reporter mentioned the pdm was not working and would not turn on, resulting in low bgs. It was reported the battery was failing to hold a charge since the previous monday or tuesday. Symptoms reported include gagging, cold sweats and loss of consciousness. The patient was treated with orange juice with sugar in it. The patient refused transportation to the hospital. Additionally, the patient mentioned they had been at the beach, and the controller battery may have been hot.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.